Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there was a purge alarm, and the team observed a purge leak. The critical patient could not come off therapy to replace the pump, so the issue was troubleshot by sealing the leak with bone wax and performing a purge bypass. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation has been completed. The pump and purge cassette were returned for investigation. Data logs were not provided for the case run. The severed sidearm was inspected and a crack along the length of the yellow luer was observed. The sidearm was connected to the purge fluid via the purge cassette and the leak was reproduced. As per the given clinical information, a leak was observed at the luer lock connection of the purge arm. The sidearm bypass was performed to resolve the leak. Also, sidearm retainer was reported to be cleaned during pump use. The root cause of the purge leak - pump was determined to be due to a damaged sidearm yellow luer due to high tension in combination with disinfectant and certain drug ingredients such as oil, alcohol, lipids etc., per supplier evaluation. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention, section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ d.9 date device returned/information was added. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24009. E.1 revised first name, last name, facility name and city as they were entered incorrectly on the initial manufacturer device report number 1220648-2024-24009. G.1 revised reporting contact email since initial manufacturer device report number 1220648-2024-24009 was submitted in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the initial manufacturer device report number 1220648-2024-24009 and were added.